Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at approximately 10pm. She tested on the subject meter and observed values of ¿163,166, 158 and 176mg/dl.¿ she then tested on another meter (bionime) and observed readings of ¿126, 123 and 108mg/dl.¿ the tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/ or <=30 mg/dl. It is not known what range the patient considers to be normal. The patient manages her diabetes with an unknown type/dose of oral medications and reported that she decreased her food/drink consumption in response to the alleged high values. Approximately 30 minutes later, she claimed she developed symptoms of ¿shaking, hunger and nausea¿ and self-treated her symptoms with food/drink at 11:30pm that evening. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were in good condition. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, decreased her food intake based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.